Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 7.5 months after the dental implant was placed in ada site 10 in the mouth, the implant had not achieved integration. The implant was still not integrated at time of abutment placement. Clinician reports an infection and a fistula. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 7.5 months after the dental implant was placed in ada site 10 in the mouth, the implant had not achieved integration. The implant was still not integrated at time of abutment placement. Clinician reports an infection and a fistula. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).